Event description:
The child reported no longer hearing on several electrodes. This was confirmed using the appropriate diagnostic equipment on 02/29/2000. At that time the audiologist had determined that the child would use the device with the nonfunctional electrodes deactivated. Subsequently, cochlear was informed that the device had been explanted and a new device inserted.